Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 40 minutes into starting the hd treatment. The blood leak was described as being an internal blood leak that was visually seen. The 4008s clasica machine being used alarmed with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment with the same machine and new supplies that same day. In a follow up additional information was received indicating that blood leak test strips were not used. The bloodlines used were not fresenius bloodlines. There was no damage noted on the dialyzer. There is not a sample dialyzer available to return as it was discarded at the facility.

Manufacturer narrative:
Plant investigation: a photo and a video were provided. The photo shows an up close view of one end of the dialyzer connected to the machine; there is a localized blood spot within the dialysate, near the base of the hansen port. The three second video provided shows a blood leak from a fiber.a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed due to a potted fiber fragment. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Fiber fragments/kinks and loops/ broken fibers are caused during the manufacturing process. The identified fiber issue occurs during manufacturing. A review of the production records found that there was no excursion related to fiber leaks and there were no associated non-conformances.

Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 40 minutes into starting the hd treatment. The blood leak was described as being an internal blood leak that was visually seen. The 4008s clasica machine being used alarmed with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment on a different machine with new supplies that same day. In a follow up additional information was received indicating that blood leak test strips were not used. The bloodlines used were not fresenius bloodlines. There was no damage noted on the dialyzer. There is not a sample dialyzer available to return as it was discarded at the facility.

Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 40 minutes into starting the hd treatment. The blood leak was described as being an internal blood leak that was visually seen. The 4008s clasica machine being used alarmed with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was able to complete treatment on a different machine with new supplies that same day. In a follow up additional information was received indicating that blood leak test strips were not used. The bloodlines used were not fresenius bloodlines. There was no damage noted on the dialyzer. There is not a sample dialyzer available to return as it was discarded at the facility.